Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, patient came to emergency department after reanimation with automated external defibrillation due to vf, on (B)(6) 2016 around 2 a.m. When interrogating the subject pacemaker, there was no episode showing the vf. Physician wants to know if the pacemaker could have been damaged due to the electrical shock, and if an episode showing the vf can be recovered.